Manufacturer narrative:
Date of report : 18jun2019, date rec¿d by MFR : 17jun2019. The customer advised that the patient's information is unavailable. The field service engineer (fse) evaluated the unit. The fse replaced the flow sensor assembly to address the reported problem. The ventilator passed performance testing after the replacement was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 07aug2019. The replaced gds (gas delivery system) assembly was received and failure investigation was performed on 08/01/2019. The gds assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator's air flow was out of specification and as a result the ventilator generated a humming noise. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.